Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional mitraclip procedure. Reportedly, a " cuff miss" occurred. A second proglide device was used and there was no blood flow from the marker lumen. The devices were pre-flushed with saline prior to use. The mitraclip procedure was completed. Surgical suturing and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss could not be confirmed due to the condition the device was returned for analysis; however, a suture break was identified that likely caused the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na